Event description:
It was reported that the pump wake button was difficult to press; customer used another object to press the button. The pump touchscreen timed out too soon and pump was intermittently sounding an unidentified alert that was not captured in the pump history. Customer continued to use pump for insulin therapy. Customer's blood glucose was 105-119 mg/dl.